Manufacturer narrative:
A partial lead was returned for analysis in two segments. External insulation abrasion breaching svc cables lumen was noted at 40.4-40.5cm from the distal tip consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 8.9-12.0cm and 13.8-16.0cm from the distal tip. Internal insulation abrasion breaching rv cables lumen was noted at 10.9-11.6cm from the distal tip. The etfe coating was intact at this location these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving inappropriate atp due to noise on the right ventricular lead. Upon review, externalized conductors and high pacing lead impedance were also noted. Patient was asymptomatic. The lead was explanted and replaced. Patient is in stable condition after the procedure.